Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with post-meal hyperglycemia to the 400s followed by hypoglycemia to the 60s after dinner while using the ilet system with oral glucose used for recovery, and support was requested for cgm target settings, exercise guidance, and a possible factory reset. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-treatment with oral carbohydrates without glucagon use, third-party assistance, ketones, or hospitalization. Investigation included data review via app sync, outreach to customer support for education and settings review, and engineering review of device logs. Investigation of this case revealed patterns consistent with meal announcement and size accuracy issues rather than a device malfunction, with consideration of insulin delivery dynamics and user education needs. It was concluded, based on previously established findings for similar reports, that user-related factors during meal announcements and carbohydrate estimation were the most likely cause.